Manufacturer narrative:
Additional information: d10, h6, h10. Device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found with scratched lens. Event history log review was performed and found no evidence of reported problem. The customer's reported problem was confirmed. Service's replaced scratched lens and downstream occlusion sensor, loaded software and calibrated the device and performed all functional testing which passed. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during bench testing, a smiths medical cadd legacy pump exhibited double beep for no cassette. No patient was involved in this event. No adverse effects were reported.